Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained ¿oxicodone, methadone, and two numbing medications¿ (concentrations and doses unknown). It was reported the patient had ¿bumps growing all over his head¿. The patient stated he had an appointment to see his primary on monday ((B)(6) 2017). The patient clarified that he had two bumps growing on his head. The patient stated one was in the front (started about 3 weeks ago) and one in the back (started about a year ago). The patient stated one he was able to pick. The patient stated he was on movantik 25 mg for opioid constipation. The patient mentioned he failed 4 memory tests. The patient mentioned he had 34 surgeries all related to the device. The patient verified 1 of the 34 surgeries was when they implanted the pump. The patient stated one surgery was related to the hips. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.